Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing due to oversensing on the ventricular channel was observed. It was noted that the oversensing was happening concurrently with atrial events, either paced or sensed. Low r-wave amplitude was also observed. The patient received inappropriate shock. X-ray revealed lead dislodgement. The lead was explanted and replaced. The patient was fine post-procedure.